Event description:
Customer received erroneous results for urine cerebral spinal fluid, urea and phosphate. Results for three pts were provided, no units of measure given. Pt 1, initial urea result 0.09, no repeat value provided. Pt 2, initial urea result 0.05, not repeat value provided. Pt 3, initial urine cerebral spinal fluid result 3.69, repeated twice gave 4.14 and 0.18. All initial results were accompanied by a data flag instructing the user to rerun the sample. All erroneous results were detected in the lab and not reported outside of the lab.

Manufacturer narrative:
The investigational unit verified the customer complaint. The root cause was determined to be a timing conflict when writing reagent and calibration parameter info to the core hard disk. This issue may occur when the reagent registration writing process is interrupted by executing "module un-masking" (by the operator). A field correction for this issue has been initiated.